Manufacturer narrative:
The following defects were found by service during the device evaluation: the charge coupled device cover lens was cracked. The adhesive rubber glue was separated. The control grip and the switch box were scratched, and switch button #1 was worn. The bending angulation system was out of specification. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the device is clogged. The issue was observed after a procedure. There was no report of patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, insufficient air/water flow was observed due to clogging of the nozzle with foreign material. This report is being submitted for the malfunction found during the device evaluation (foreign material).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to lint entering the air supply / water supply channel and clogging the nozzle due to the use of gauze or the like that produces lint for the reprocess. The event can be detected/prevented by following the instructions for use which state: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "Inspection of the air-feeding function and the objective lens cleaning function." "All cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle." "Cleaning the external surface. Immerse the endoscope in the detergent solution. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end." "Use gauze that does not generate lint for the reprocess. When using gauze that produces lint, lint and fibers may enter the air / water supply channel and clog the inside of the channel or the nozzle. Clean the outer surface of the scope with lint-free gauze." Olympus will continue to monitor field performance for this device.